Event description:
It was reported the patient underwent initial hip arthroplasty on unknown date. Subsequently, the patient was revised due to unknown reasons. The head and liner were removed and replaced. Additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown ceramic head, unknown cup, unknown stem. Visual examination of the provided pictures identified the liner has bio-debris present. The femoral head has discoloration and possible scuffing. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2022-01567.